Manufacturer narrative:
Evaluation of the device was completed, and as received, the implant coil was found stretched and detached from the pushwire. The pushwire was found to be bent at the proximal end. During the evaluation the coil shield was found to be damaged. All other subassemblies appeared to be normal and no other anomalies were observed. As the received device condition did not match the complaint description. Follow-up was conducted for additional information and to verify the correct device was returned, without success. All coils are 100% inspected for damages and irregularities during manufacture. Based on the analysis findings the implant coil may have detached during return to medtronic for evaluation, as the detachment was not reported at the time of the event.

Event description:
Medtronic received information that during stent assisted coiling treatment, this coil was stuck inside the catheter. It was reported that the coil was in the catheter about 20cm, but it could not be pushed further. The physician removed the coil from the patient and found the spring coil was stretched. No patient injury was reported. Evaluation of the returned device found that the implant coil was stretched and detached from the pushwire.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.